Manufacturer narrative:
One actc2025 was received for evaluation. A review of the lot number reported indicates that the product was within the assigned expiration date at the time of the reported incident. Visual inspection found the device was received with the cable cut off. The cable was not returned. Not enough cable remained to splice a new one on, preventing functional testing. The handle was removed and no anomalies were noted inside the device which would have contributed to the reported event. The investigation could not determine the root cause of the customer's report. The customer is advised to return the device intact so a complete analysis can be performed. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that during the procedure of radiofrequency ablation the temperature displayed on the screen remained at around 95 degree centigrade. The physician shut down the device and checked the water circulation, negative plate and connecting cable. Nothing wrong was found. Then the physician replaced the needle electrode and finished the procedure. There was no injury to the patient.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that during the radiofrequency ablation procedure the temperature displayed on the screen remained at around 95 degrees centigrade. The physician shut down the device, checked the water circulation, return electrode and connecting cable. Nothing wrong was found. Then the physician replaced the electrode and finished the procedure without incident. There was no injury to the patient.